Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported that an implanted intraocular lens (iol) was noted to have a torn haptic, and the patient experienced unspecified issues. The lens was exchanged for another lens one week following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Product manufacturing site updated due to receipt of the serial number provided. Manufacturer report number corrected and reported under MDR# 9612169-2019-00256. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the haptic had a half tear that was noticed after insertion of lens. Since it was not completely torn, the surgeon wanted to wait to see if it impacted the patient's vision, or tore further before explanting the lens. Once it was noted to be completely torn, the surgeon scheduled the patient for an explant procedure.

Event description:
Information was received indicating at the one week visit, the iol was noted to be decentered.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The initial report for this event was reported under MFR report# 1119421-2019-00424. Upon review of data, it was determined that the other file was a duplicate of this file. Due to the extensive data in this file, it will be used as the sole file going forward. The file for MFR report# 1119421-2019-00424 will be cancelled. The manufacturer internal reference number is: (B)(4).